Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the insulin pump was squirting out during manual prime, and did not stop after letting go of the act button. The caller stated that this happened twice. The caller removed the battery and reinserted, and the problem was resolved. The customer's blood glucose reading was unknown. The caller declined troubleshooting and said she would call back when her husband was home. Nothing was replaced or returned for analysis.